Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) and left ventricular (lv) lead, was in the hospital for an unspecified reason. A hospital physician contacted boston scientific technical services (ts) and requested review of device interrogation data to confirm device operation. Ts reviewed the device interrogation data and noted noise and oversensing on the ra channel that resulted in inappropriate atrial tachy response (atr) mode switches. Ts discussed that the noise was consistent with external noise. Additionally, more recent lv threshold measurements were noted to be 3.1 volts, however, the device outputs were noted to be programmed to 2.0 volts. Ts recommended further evaluation of lv capture. Appropriate device function was observed by hospital staff a couple of days later. The patient is on a transplant list. This product remains implanted and in service. No additional adverse patient effects were reported.